Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the reported issue occurred due to a faulty electrical part resistor or faulty charged coupled device (ccd) resistor. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had no image. The issue occurred during installation. There were no reports of patient involvement.